Event description:
The initial reporter stated they received discrepant results for one patient sample tested for uric acid and two additional patient samples tested for urea/bun on a cobas pure c 303 analytical unit. The first sample initially resulted in a bun value of 197 mg/dl. The sample was repeated on (B)(6) 2025, resulting in a value of 69.4 mg/dl. The sample was repeated on (B)(6) 2025, resulting in a value of 201 mg/dl. The second sample initially resulted in a bun value of 92.1 mg/dl. The sample was repeated on (B)(6) 2025, resulting in a value of 32.4 mg/dl. The sample was repeated on (B)(6) 2025, resulting in a value of 93.9 mg/dl. The third sample initially resulted in a uric acid value of 7 mg/dl on (B)(6) 2025. The sample was repeated twice, resulting in values of 3.08 mg/dl and 7 mg/dl.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer performed maintenance on the analyzer, including adjustments of the main pressure and gear pump. The cuvette filling was also adjusted. The instrument works within specifications after the service actions were performed. The investigation determined the issue was resolved by the service actions.